Manufacturer narrative:
Findings: pump received with blank display due to corrosion on lcd. Unable to performed function tests due to blank display. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown.